Manufacturer narrative:
H4: the lot was manufactured between june 9, 2022 and june 10, 2022. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph observed a ruptured bladder. When the bladder ruptured, fluid from the bladder leaked inside the housing. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter facility name. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a large volume infusor cracked and leaked the solution. This occurred during filling with chemotherapy drugs. There was no patient involvement. No additional information is available.